Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22april2019. (B)(4). A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that they were unable to charge the battery up fully. There was no patient involvement. Event date not specified, estimate used.

Manufacturer narrative:
Date of report: 11jun2019. Date rec'd by MFR: 10jun2019. The manufacturer¿s international service technician reported that a visual inspection revealed that there were no scratches/deformation/damage hampering the use of the reported battery assembly. It was determined that the battery was correctly charged and became fully-charged status. Therefore, the phenomenon, which the battery failed to be fully charged, was unconfirmed. The battery was completely charged properly, and capable of functioning. These results determined the battery was normal. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.